Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by an other health professional and describes the occurrence of metrorrhagia ("metrorrhagia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), disturbance in attention ("concentration disorder") and tachycardia ("tachycardia"). The patient was treated with surgery (bilateral salpingectomy and essure removal by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, fatigue, disturbance in attention and tachycardia outcome was unknown. The reporter provided no causality assessment for disturbance in attention, fatigue, metrorrhagia and tachycardia with essure. The reporter commented: the onset date was reported as (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: metrorrhagia: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-dec-2017. The most recent information was received on 01-mar-2018. This spontaneous case was reported by an other health professional and describes the occurrence of metrorrhagia ("metrorrhagia") in a (B)(6) year-old female patient who had essure (batch no. B85136) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (two). Previously administered products included for an unreported indication: levothyrox (levothyroxin sodium). Past adverse reactions to the above products included hypothyroidism with levothyrox (levothyroxin sodium). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), tachycardia ("tachycardia") and disturbance in attention ("concentration disorder"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and essure removal by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, fatigue, asthenia, tachycardia and disturbance in attention outcome was unknown. The reporter considered asthenia, disturbance in attention, fatigue, metrorrhagia and tachycardia to be unrelated to essure. The reporter commented: the onset date was reported as (B)(6) 2017. Primary reason for removal: adverse event: tachycardia, metrorrhagia, asthenia, concentration disorder. Based on the device removal questionnaire received per follow-up, essure was not considered to have caused or contributed to the occurrence of the events. Quality-safety evaluation of ptc: unable to confirm complaint . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-mar-2018 for the following meddra preferred term: metrorrhagia ¿ analysis in the global safety database revealed 48 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 1-mar-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-dec-2017. The most recent information was received on 12-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of metrorrhagia ("metrorrhagia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (two). Previously administered products included for an unreported indication: levothyrox (levothyroxin sodium). Past adverse reactions to the above products included hypothyroidism with levothyrox (levothyroxin sodium). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), tachycardia ("tachycardia") and disturbance in attention ("concentration disorder"). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy and essure removal by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, fatigue, asthenia, tachycardia and disturbance in attention outcome was unknown. The reporter considered asthenia, disturbance in attention, fatigue, metrorrhagia and tachycardia to be unrelated to essure. The reporter commented: the onset date was reported as (B)(6) 2017. Primary reason for removal: adverse event: tachycardia, metrorrhagia, asthenia, concentration disorder. Based on the device removal questionnaire received per follow-up, essure was not considered to have caused or contributed to the occurrence of the events. Most recent follow-up information incorporated above includes: on 12-feb-2018: questionnaire received. Initials and date of birth, batch number provided. History, onset date metrorrhagia, concentration disorder, tachycardia updated. New event asthenia added. No follow-up will be available 6 months after removal. The physician excluded a causal relationship between essure and the events. No other medical information was provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.